Event description:
The representative reported on behalf of the customer that during fixation of the distal resection guide on the femur, the drill allegedly got stuck in the x-hole. The customer reported that the guide was removed together with the drill, and that a new resection guide was used to proceed. The customer further reported that the top end of the drill is allegedly broken and that it had bent as the drill was removed from the guide.

Manufacturer narrative:
An event regarding drill allegedly got stuck in the x-hole involving a distal resection guide - standard was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection concluded that the holes in the resection guide and the markings on the drills were consistent with an off-axis condition allowing the two metal parts to wear against each other medical records received and evaluation: not performed as no patient demographics were provided. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the metal transfer observed inside the x hole on the resection guide and the damage on the drills were consistent with an off-axis loading condition that likely caused the drill fracture was caused by -using a pin with visible damage on its surface -using a cutting block/ guide with visible damage in the pin hole (i.e. Burrs, foreign material, etc.) -placing a pin in a hole and applying a side force on the pin with power supply, (i.e. Incorrect insertion angle).

Event description:
The representative reported on behalf of the customer that during fixation of the distal resection guide on the femur, the drill allegedly got stuck in the x-hole. The customer reported that the guide was removed together with the drill, and that a new resection guide was used to proceed. The customer further reported that the top end of the drill is allegedly broken and that it had bent as the drill was removed from the guide.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.